Event description:
It was reported that the pt underwent a spinal procedure to implant posterior fixation at t8-s1 three yrs ago. No interbody fusion was performed at l4-l5. The rod reportedly broke at left side l4-l5. No revision surgery is reported at this time.

Manufacturer narrative:
(B)(4). Neither device nor film of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.